Manufacturer narrative:
(B)(4).

Event description:
It was reported an impedance check was ¿abnormal.¿ the device was turned off and the patient was to be scheduled for an x-ray. At that point a plan regarding a revision or removal was to be developed. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow-up information from the patient¿s healthcare provider indicated that the impedances were greater than 4,000 ohms on "four leads." It was unclear what "four leads" the reporter was referring to. Results of the x-ray done on (B)(6) 2013 showed normal lead positioning. Additionally, there was no lead migration or discontinuity. The patient¿s program was changed to ¿normal leads¿ on the impedance check but there was no results. The device was consequently explanted. No hospitalization was required as a result of the event. Refer to manufacturer¿s report number 3004209178-2013-12251 for additional patient and device information.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va05mps, implanted: (B)(6) 2013, product type lead. (B)(4).